Event description:
It was reported that the insulin pump had scrolling numbers during a bolus attempt, followed by a battery out limit alarm. The blood glucose reading was 125 mg/dl. The customer stated that he gave himself too much insulin, causing an explained low blood glucose event, and treated with orange juice leading up to the keypad issue. No significant events leading to the keypad issues were observed. Upon troubleshooting, the customer was advised that the battery out limit alarm was indicative of normal device behavior. Advised replacement of the insulin pump due to the keypad issue. Nothing further reported.

Manufacturer narrative:
The up arrow button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. The alarm history could not be verified due to unresponsive keypad. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.